Event description:
Reportedly, during the pt use, a "motor fault alarm" occurred and the ventilator stopped. The pt was manually ventilated and was switched to another ventilator. There were no adverse pt effects reported. Additional info was received from the distributor that further testing found that the control board was defective.

Manufacturer narrative:
Though requested, additional pt info was not provided.